Event description:
The user facility reported a leaking reliance synergy washer. The leak was reported to spread approximately 2 feet away from the footprint of the unit. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived at the facility to inspect the unit and found the dryer piston was broken. The technician replaced the piston, associated hoses, valves and o-rings. A test cycle was performed on the unit; the unit was confirmed operational and returned to service.